Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had a fall about 2 weeks prior to the report and then had a change in therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.